Manufacturer narrative:
E1:patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025. The blockage was in the tubing. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted lot number under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The reference samples for the lot 6009388 have already been previously tested in the complaint (B)(4) on 04/may/2025. Test results: the reference samples were visually inspected and tested for flow. All test results were within specifications as per the test report (B)(4). Device history record (DHR) review: the lot 6009388 was manufactured according to the work instruction (wi) version 81 and packaging in the multivac 12, on 27/sep/2024, with a total of (B)(4) units. Assembly of quick set: the lot 4j04014 was manufactured according to the wi version 27 assembled in the quickset line, on 26/sep/2024, with a total of (B)(4) units. The lot 4j04015 was manufactured according to the wi version 27 assembled in the quickset line, on 27/sep/2024, with a total of (B)(4) units. The lot 4j04894 was manufactured according to the wi version 27 assembled in the quickset line, on 27/sep/2024, with a total of (B)(4) units. Gluing of quick set the lot 4j04002 was manufactured according to the wi version 42 in the gluing of quick set machine mp04, mp05 & mp08, on 25/sep/2024, with a total of (B)(4) units. The lot 4j04000 was manufactured according to the wi version 42 in the gluing of quick set machine mp04 & mp08, on 22/sep/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 03/jul/2025 against malfunction code evaluated occlusion in the tubing and/or tubing connectors (e.g. Occlusion alarm from the infusion pump may have sounded) and lot 6009388 and no other complaint have been registered in database for the same lot number and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples related to the complaint, no non-conformance (nc) raised during production related to complaint code, no other complaint received on the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.